Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non calcified left circumflex (lcx) artery. After engaging a non-bsc guide wire to the lesion, a 2.00mm x 15mm emerge¿ balloon catheter was advanced for predilation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. Predilation was completed with a non-bsc balloon catheter of the same size and a stent was then deployed. No patient complications were reported and the patient's status was good.